Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's current blood glucose value was 40 mg/dl. Customer was getting frequent low blood glucose for the past few days and wanted to change some settings on her insulin pump. The customer was assisted with troubleshooting. The device will not be returned for analysis.